Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a fall, the pt had a return of symptoms as well as a loss of stimulation sensation. The pt fell on the device. The pt attempted to turn the device on, but stimulation is not felt. Add'l info was requested.